Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 48 pulses and then the device was deactivated by the user at pulse 58. Timeouts and drive stall were observed in device data. No drive resistance was felt upon manual rotation of the ratchet gear. Inspection of the sma wire showed no failure mode and was found to be sufficient. The exact cause of the timeouts and drive stall could not be determined. The needle mechanism was reset and fired properly during the investigation with no issue. No housing or environmental seal damage was found. While high pulse width and drive stall could prevent the device from deploying, because the device was received deployed and was deactivated by the user after completing the priming sequence, this cannot be conclusively determined as the cause of the reported event as it could not be determined the exact timing of when the device was deployed.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.